Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The reported type ia endoleak was confirmed. The history of diabetes, hypertension, and initial evar to treat ruptured aaa, secondary endovascular procedure to repair type ia with non-endologix complaints are unconfirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was not reported. No contributing factors were identified due to lack of medical images and records. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Results codes 3233 removed, correction. Conclusion codes 11 removed, correction.

Manufacturer narrative:
The device will not be returned for evaluation as it remains in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Initial procedure was performed on (B)(6) 2017. The patient had a rupture of aaa that was treated with evar procedure with implant of an afx bifurcated stent, an afx vela infrarenal and a vela suprarenal. On (B)(6) 2018, the patient presented with abdominal pain with symptoms of hypotension. Patient was transferred to the cath lab and a type 1a endoleak was identified. The type 1a endoleak was treated with a non-endologix cuff as the endologix device was not in stock. No additional event or patient information is available.